Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, gram positive bacteria (1cfu/ endoscope) were detected from the sample collected from the all channels of the subject device. The testing result cleared the (B)(6) guideline. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Klebsiella oxytoca (>100 cfu/100ml), pseudomonas aeruginosa the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, gram positive bacteria (1 cfu/endoscope) were detected from the sample collected from the all channels of the device. The testing result cleared the (B)(6) guideline. (B)(4) checked the subject device and found the following. The adhesive of the bending section rubber was worn out. The insertion tube had creases. The universal cord was wrinkled. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. If additional information is received, this report will be supplemented.